Event description:
It was reported the black adaptor that connects the cable to the temporary pacemaker, seemed to break and product is not safe for use. Customer reported proper use of the product and that it is too sensitive when trying to disconnect from the device. This sensitivity in handling resulted in breaking of the black clip of the connector. The cables were returned for analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event on one cable; the plug was broken. Analysis could not confirm the reported event on a second cable; the plug had no damage. Additionally the second cable was discolored and the cable insulation was cut open approximately 6 inches from the plug exposing inner black and white cables. Black wire insulation was cut exposing the inner wire. If information is provided in the future, a supplemental report will be issued.